Event description:
It was reported that during a pulse generator replacement procedure, the atrial lead exhibited an insulation anomaly and less than 200 ohms impedance. The lead was turned off and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.